Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: bp2a.250605.031.a3.s928usqu4cyi9 hardware: sm-s928u cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated in the infusion site on the skin.

Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies to the fluid path or needle mechanism were observed that could have contributed to the reported improper insertion of the cannula. No damages to the environmental seal or bottom housing were observed. The exact cause of the reported improper insertion of the cannula could not be determined.